Event description:
The customer reported that the drive support cap was indented more than it was when he first got the insulin pump. The blood glucose reading was 170mg/dl. The customer stated that the device may have been bumped, and the drive support cap was pushed in a little more. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received in with a cracked reservoir tube lip. No anomaly was noted with the drive support cap during visual inspection.